Event description:
It was reported a patient's right ventricular (rv) lead presented with low defibrillation impedance. A chest x-ray was done to visualize the lead and no changes were reported. The patient status was stable.